Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
It was reported that the subject programmer did not start at its first usage. An investigation was required.

Event description:
It was reported that the subject programmer did not start at its first usage. An investigation was required.